Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised to try a new reservoir with the current set. The customer was advised to verify the connection is secure and manually push plunger and exits the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime at least 5.0 units the customer stated that the device did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir.